Manufacturer narrative:
Omit : concomitant med prod data (8015), c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that there was an over infusion of angiomax. The angiomax was intended to infuse 12ml / hour however, the pump delivered 500ml in 2 hours. The was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported that there was an over infusion of angiomax. The angiomax was intended to infuse 12ml / hour however, the pump delivered 500ml in 2 hours. The was patient involvement but no harm.